Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for the active system. Please reference medwatch with patient identifier (B)(6) for the performa system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 94 mg/dl (performa combo system) and 186 mg/dl (active system). No adverse event due to the device reported. The alleged product was requested for evaluation.